Event description:
On november 22, 2006, the lay-user/patient contacted lifescan alleging that her one touch ultra meter was continuously showing her last meter reading. The medical affairs specialist (mas) spoke to the patient on november 29, 2006, to obtain/verify information. On november 21 or 22, 2006, the patient tested herself 3 times and got "342 mg/dl" each time. During the time of concern, the patient had symptoms of sweating. Although the patient felt low, she took 3 units of regular insulin after each test to try and lower her blood glucose level. After taking the insulin, the patient felt a little worse and started to shake. On november 22, 2006, the patient decided to call lifescan for help. During the call with the customer care advocate (cca), it was determined that the she was improperly pressing the "m" button prior to performing a blood test. The patient was going into the meter's memory inadvertently. The cca walked the patient through a successful blood glucose test and got "60 mg/dl." After that, the patient ate food to raise her blood glucose. The self-treatment relieved her symptoms. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient had symptoms of hypoglycemia, but kept seeing her last result of "342 mg/dl" after testing with the reported meter. The patient took insulin based on the meter results and developed more symptoms of hypoglycemia. The patient obtained a result of "60 mg/dl" while speaking to the cca and required food to treat her symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.